Event description:
It was reported that the patient's driveline was significantly twisted in two places, one about 2.75 inches away from the exit site and the other about 6 inches from the system controller. The patient experienced nausea, vomiting, syncope and lightheadedness. Rescue tape was placed on the outer silicone layer. A splice was seen on the driveline and a x-ray was performed. The log files captures 45 pump stops and 82 low speed hazards. On 14nov202, a driveline repair was performed approximately 3 inches from the exit site. The alarms resolved and the patient was planned to be discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: evaluation of the replaced external portion of the driveline (dl) confirmed wire damage that could have contributed to the low speed and pump stop events captured in the submitted log file; however, a specific cause for the observed damage could not be conclusively determined through this evaluation. It was reported that the patient's dl revealed twisting. Damage to the silicone jacket layer was also noted which was repaired with rescue tape. A distal-end dl replacement was performed on (B)(6) 2022 under work order # (B)(4). The patient was reportedly placed on the grounded patient cable post-repair without issues. The patient was being monitored inpatient and was planned to be discharged. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The submitted log file captured low speed and pump stop events on (B)(6) 2022 and (B)(6) 2022 while the patient was being supported by either the power module or mobile power unit. Based on previous complaint experience, these events could be indicative of a potential issue with the dl. Approximately 21¿ of the external portion of the driveline was returned for evaluation. Rescue tape was observed applied over the silicone jacket. Kinking/twisting of the dl was observed approximately 6" from the controller connector (cc). The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the tape, damage to the jacket layer was observed. A tear in the bionate layer was also observed approximately 6" from the cc. Upon disassembly, areas of metal braided shield breakdown were observed along the length of the driveline which appeared consistent with duration of use. Visual inspection of the wires confirmed a breach in the insulation of the orange wire approximately 6¿ from the controller connector. Two other breaches were also observed on the yellow wire approximately 6¿ and 6.25¿ from the controller connector. Although a specific cause could not conclusively be determined through this evaluation, the breaches appeared to be the result of repetitive flexing of the driveline in this area and corresponded with the kinking/twisting of the driveline and the damage observed on the silicone jacket and bionate layers. The remaining wires appeared unremarkable. If the exposed conductors of either the orange or yellow wires contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit (mpu), the resulting short-to-ground would have resulted in the low speed and pump stop events that were confirmed through the submitted log file. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded power module patient cable. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarm condition, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.